Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz mdc, and a hemostatic valve separation issue occurred. Additional information was received (B)(6)2020 indicating that although bleeding was observed, the patient was not hemodynamically compromised. Not much blood was lost and as soon as bleeding was noticed the 8.5f sheath with curve viz mdc was replaced with a st. Jude medical agilis sheath. The procedure continued. There was no report of patient consequence. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz mdc, and a hemostatic valve separation issue occurred. In the initial h1 section was erroneously selected as serious injury. H1 section has been updated with malfunction. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a 8.5f sheath with curve viz mdc, and a hemostatic valve separation issue occurred. During the procedure, after going transseptal and putting the wire in the vein, the sheath was inserted after pulling the dilator out. The sheath started to bleed back to the hemostatic valve. The sheath was replaced with an agilis st. Jude sheath. The procedure continued. There was no report of patient consequence. According to the caller, nothing broke. The valve did not close properly and seemed faulty. The caller wasn¿t sure of whether the hemostasis valve broke into two or more separate pieces or whether the hemostatic valve/brim cap/hub become detached from the sheath. According to the caller the blood leak was excessive. The caller wasn¿t sure of whether any air entered the body. There was no need for percutaneous or surgical removal. The physician was not sure about the causality of the event. No intervention was required. The observed hemostatic valve separation issue has been assessed as MDR reportable